Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up when high, out of range pacing lead impedance was observed. Lead fracture was noted. The lead was explanted and replaced. The procedure went well and the patient is doing fine.

Manufacturer narrative:
(B)(4).